Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. If any additional information is received, a follow-up MDR will be submitted. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the event referencing FDA voluntary report mw5145176. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the event referencing FDA voluntary report mw5145177.

Event description:
On 14-sep-2023, intuitive surgical, inc. (Isi) received FDA voluntary report with MDR report #mw5145175 stating: "three (3) incidents of a sureform 45 stapler malfunctioning and misfiring and in the last 4 months. Lot #t10221003; ref (B)(4), exp: 10/31/2024." Reference reports: mw5145176, mw5145177. It was reported that sureform 45 stapler malfunctioned and misfired. No further information was available as of the date of this report.